Event description:
The customer reported a leak at the baths of the coulter act diff 12 analyzer. The volume of the leak was a few mls and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Service was not dispatched because the customer troubleshot the issue over the phone with customer technical support (cts). The customer found that the tubing through pinch valve lv15 was clogged and was causing the baths to overflow. The customer flushed the tubing through pinch valve lv15 and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4). Cts assisted customer over phone to fix.